Manufacturer narrative:
Eight unopened knife samples were received in blisters for the report of metal particulates in the corneal stroma. The returned samples were visually inspected and were found to be conforming. The foam tip protectors on the returned knives were also visually inspected for metal particulate and no metal particles were found on the inside of the foam. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned samples were found to be visually conforming therefore, metal particles as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that a knife was used during a cataract surgery at which time metal pieces or particulates were noted in the corneal stroma. An attempt was made to remove all of the metal pieces, but the success remains unconfirmed until the post operative examination. There was no harm to the patient. Additional information has been requested. Additional information received further clarified that metallic particles were noted in the stroma that could not be removed during surgery. It was further reported that the patient has experienced no visual issues nor any pain in association with this reported event.